Event description:
It was further reported that an x-ray was performed and no visible issues were present. It was noted that the patient was not feeling stimulation during programming when "maxed out" and when the patient did feel stimulation, it was at the battery and extension site. It was reported that a revision was scheduled on (B)(6) 2013.

Event description:
It was reported that there was a loss of therapeutic effect. There was no stimulation sensation and stimulation in the wrong location. It was noted that about a month prior to this report the patient had stopped feeling stimulation even though she kept turning it up. It was further noted that the manufacturing representative was with the patient trying to reprogram but was unable to get stimulation. The patient had slipped and fallen a few times about a month and a half prior to this report. Patient was programmed to c-0 and felt it in mid back and at the battery site. C-3 was programmed and the patient felt it at battery site and at lead (neck). Additional information received reported impedances were measured. The patient was feeling stimulation everywhere but where it was needed no matter how the patient was programmed. The healthcare professional had opted to not perform an x-ray. It was noted that the patient had had the device for a really long time and had never had an issue. A revision was scheduled for (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 7496-66, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 3986, serial# (B)(4), implanted: 1999 (B)(6); product type lead product ID neu_unknown, serial# unknown; product type unknown. (B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: neu_unknown, lot# serial# unknown, product type: unknown. Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a flat connection extension and lead. Manufacturing representative was inquiring due to a revision. Additional information received reported the patient had a complete revision performed. A new lead was placed in the same space as the original. It was noted that when the paddle lead and extension were removed, there were fractures in the lead and extension in two spots assumedly from when the patient had fallen a month prior to this report which was when stimulation was lost. It was further noted that with the new lead in place the patient was feeling stimulation and painful areas were being covered. Therapy had resumed and was successful.

Manufacturer narrative:
(B)(4).